Event description:
Customer reports that changing plans from millennium mlc 120 to millennium mlc 80, leaves a31-40 are all set equal to the a31 position, and b31-40 are all set equal to b31. Leaves a1-10 and b1-10 keep their correct positions. The same issue at a different site was reported to FDA in MDR 2916710-2009-000058.

Manufacturer narrative:
The investigation confirmed the customers report. A design deficiency was discovered in the software when converting the files within either eclipse or aria. Treatment to a patient with incorrect mlc shielding would lead to unintended dose to normal tissues and critical structures within the open beam. No patient injury occurred in this case. However, if the malfunction was not detected prior to the delivery of treatment, it could result in serious injury. A discrepancy report was created describing the anomaly within the software. Further actions will be addressed in varian's CAPA process. In addition, an urgent medical device correction notification was sent to affected customers. All corrective action will be reported under the guidelines of 21 cfr part 806. No additional follow-up to this MDR is expected. (Varian reference number (B)(4)).